Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects, due to the explant procedure.

Manufacturer narrative:
The explanted products were sent to the hospital pathology lab for analysis and will not be returned to boston scientific crm.